Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter, but the foreign matter could not be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported "lens cleaning channel obstructed", found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found nozzle clogged with foreign material. This report is being submitted for clogged nozzle with foreign material (handling issue, insufficient reprocessing issue ).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found nozzle clogged with foreign material. An initial leakage was performed including electrical safety test and found no faults. In addition, inspection and evaluation, the following defects/findings were identified during device inspection: - switch 1 (sw1) key top has a cut. - grip shaved. - forceps channel port has a dent (connecting tube dent and with coating peel off). - air/water (aw-cylinder) has discoloration. - scope cylinder (s-cylinder) has discoloration. - right/left (r/l) knob has a scratch. - due to clogging of nozzle, water removal ability does not meet the standard value. - due to clogging of nozzle, water supply volume does not meet the standard value. - c-cover has a chip. - objective lens has a scratch. - light guide (lg) lens has a scratch. - connecting tube has a dent. - connecting tube has a cut. Device evaluation , service repair noted the reported fault is likely a result of mishandling. Major repair is required to return the device to the original equipment manufacturer (OEM) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.